Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge, septum and o-ring were cracked. It was also reported that the patient line was bent. Customer's blood glucose level was 150 mg/dl. Reportedly, the damage was noticed before customer had loaded on the cartridge.